Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, alopecia (injection site alopecia), was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported. Literature citation: hernández-collazo, a.a. & santana-rodriguez, n.r. Autoimmune/inflammatory disease induced by hyaluronic acid: might it be possible? Dermatol rev mex. 2020; 64 (6): 775-777.

Event description:
This MDR is related to MDR 3013840437-2021-00149 referring to the same literature article. This literature report from (B)(6) concerns a (B)(6) year-old female patient. She was injected with a total of 1 ml of hyaluronic acid, into the eye region (off label use of device, intentional device misuse), for cosmetic reasons. A cannula was used for injection. The patient was concomitantly injected with a total of 52 units of dysport® into the upper third of the face. There were no apparent complications. The patient had a personal history of raynauds disease and alopecia areata at the age of 8. At the time of the report, the patient was disease-free and had no other significant personal or family history of autoimmunity. After the treatment with hyaluronic acid, the patient experienced alopecia. She had a follow-up appointment 14 days after the treatment and presented with alopecia affecting both eyelashes. There was no evidence of cutaneous or ocular vascular damage. Laboratory tests showed no abnormalities, negative antinuclear antibodies or anti-thyroid antibodies. The patient started treatment with methotrexate as well as topical corticosteroid and prostaglandin treatment, with improvement three months after treatment. Due to the provided information the outcome of the event was considered as resolving. In the opinion of the authors hyaluronic acid was shown to work as an adjuvant, stimulating peripheral blood mononuclear cells that secrete low concentrations of pro-inflammatory cytokines. In vitro, these mononuclear cells from patients with hyaluronic implants presenting adverse effects, when stimulated with phytohemagglutinin, increased their production of interferon gamma and increased expression of cd25, cd69 or cd71. The administration of hyaluronic acid provided laboratory evidence of low-grade inflammation that results from the activation of t cells. The authors suggested that biomaterials used in cosmetics, including hyaluronic acid, were able to act as adjuvants and induce immune-mediated reactions, some of which did not meet the criteria of autoimmune/inflammatory syndrome induced by adjuvants, known as shoenfelds syndrome. Although the patient did not meet the diagnostic criteria for autoimmune/inflammatory syndrome induced by adjuvants, she was an example of autoimmune disease clearly associated with the application of dermal fillers with hyaluronic acid.

Manufacturer narrative:
The author confirmed that no merz product was used. This case is invalid because a causal relationship to a merz filler can be excluded.

Event description:
This MDR is related to MDR 3013840437-2021-00149 referring to the same literature article. Follow-up information on 25-jun-2021: the author confirmed that the patient was using monalisa fillers. The reporter causality for the event was therefore changed from reasonable possibility to not related. The outcome of the event remained as resolving.